Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a pacing lead. A triclip xtw was inserted and placed on the valve. However, due to anatomy and entanglement challenges with pacing lead, multiple inversions into the right atrium (ra) were required, and while establishing final arm angle (efaa), it was observed that the clip opened to approximately 5 degrees. Troubleshooting was performed and the clip was able to be closed. The clip was deployed on the tricuspid valve, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.